Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, episode 252 is detected as ventricular tachycardia (vt) but is atrial fibrillation (af) with rapid ventricular response (rvr). (B)(4).

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD), the device inappropriately provided high voltage therapy in response to conducted atrial fibrillation (af) to ventricular tachycardia (vt) episode. An inquiry was made as to why the device pr logic did not prevent the therapy. Facility was advised that the device was unable to exclude fast vt episode as the rhythm became stable which is not typical for conducted af by determination of the device. The device cannot exclude vt, and therefore delivers therapy. However, the occurrence of therapy delivered is normal device behavior. It was also indicated that at least one therapy failed in vt/vf episodes. The ICD remains in use. No further patient complications have been reported as a result of this event.